Event description:
Customer's grandmother reported hospitalization due to high blood glucose. Customer experiencing stomach pains due to gastroparesis, increased heart rate, heavy breathing and incoherent. The blood glucose reading at the time of the event was 350 mg/dl. Customer was vomiting. Diagnosed with gastroparesis. Customer admitted into hospital. Caller also stated that the insulin pump is alarming battery out limit. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.